Event description:
Product analysis of the pulse generator was performed. Product analysis summary: when the generator was received and interrogated for a nalysis, the parameters were at 0.00ma, 20hz freq, 130ps pulse with, 30 seconds on time, and 180.0 minutes off time. The device met specifications for the MFR's final electrical test specifications. No anomalies were observed that would have contributed to the pt's death. Further follow-up with the dr verified that the device's output current was set to 0.00ma after the pt expired, prior to returning it to the MFR for analysis.

Event description:
Further follow-up revealed that the death certificate listed the immediate cause of death as dysphagia, due to (or as a consequence of) cerebrovascular disease, due to (or as a consequence of)seizure disorder. The concomitant device (bipolar lead) was also returned and analyzed. The lead assembly was returned for analysis in two pieces. The lead was received without the electrodes and lead body. Continuity check using a multimeter was performed. Continuity check did not identify any discontinuities on the portions of the lead returned. The condition of the lead portions of the lead returned are consistent with conditions that exist following the explant procedure.

Event description:
Vns pt had passed away. It was reported that the pt died of natural causes in the nursing home where they resided. The pt reportedly experienced a steady decline in health for approx six months prior to death and had stopped eating, resulting in discharge to nursing home approx three months before death. No autopsy was performed. Review of mfg records for the pulse generator revealed no anomalies that would adversely affect device performance. There is no evidence at this time that the ncp system caused or contributed to the reported event. The pt had been seizure-free with the vns therapy for approx eleven months prior to death and was receiving therapy at the time of death.